Event description:
Caller reported that the touchscreen of the pump was dented after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was advised on handling the return of the damaged pump, including programming settings into the new pump and connecting their cgm. The customer was informed about the necessary steps for returning the pump to avoid any charges and acknowledged all instructions provided by technical support. Customer will continue to use current pump.